Event description:
Investigation results out of complaint (B)(4) (8010762-2015-00328). The product has been investigated in the laboratory of the MFR with the following results: during testing the product for tightness a fluid leakage at the gas outlet of the oxygenator was detected. (B)(4).

Manufacturer narrative:
The product has been investigated in the laboratory of the MFR with the following results: during testing the product for tightness a fluid leakage at the gas outlet of the oxygenator was detected. The event report of complaint # (B)(4) was not describing this issue. Maquet cardiopulmonary is aware of similar complaints from similar products (quadrox-ID adult and quadrox-ID small adult). This failure has been thoroughly investigated under CAPA (B)(4). Therefore, the MFR initiated a customer notification concerning the problem, the potential risk and the recommended handling in the event this failure occurs (fsca # 2014-12-11). The investigation under CAPA process (B)(4) has identified that the root cause is due to the mfg process of raw material fibers used in the oxygenator. If, during the surface pre-treatment, a system malfunction results in a system stop, the entire length of the fiber is not properly treated to modify the surface tension. If these untreated fibers are present in the epoxy area of the oxygenator, it is not properly fixed in the epoxy. When this occurs, the fibers are able to "shrink out" of the epoxy and result in the reported leakage. The raw material MFR has initiated steps to repeat the surface pre-treatment to ensure that the proper surface tension is present on the entire length of the fibers. Maquet cardiopulmonary ag will continue to monitor incoming reports for any trends and to determine if further action is necessary.